Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, upon review of the transmission, atrial lead exhibited noise. No intervention was performed. The condition of the patient is unknown.